Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for a new sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be a stale start command. The reported event of a prompt for a new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.